Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue and replaced the high resolution stereoscopic viewer/hrsv monitor (part# 952151-01) to correct the problem. Following service, the system was tested and verified as ready for use. Isi has not yet received the high resolution stereoscopic viewer monitor for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No images or videos were submitted for review. As procedure logs review was performed to confirm the occurrence of a hysterectomy - benign procedure on the reported event date of (B)(6) 2022 using system# (B)(4). This complaint is being reported based on the following conclusion: the system was in an unacceptable state after the start of the surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the video signal was missing on the left eye of the surgeon side console/ssc (serial#(B)(4)). The user reported the issue to ab medica technical support engineer (tse). Tse did not identify an related errors in the logs. Tse instructed the user to perform a system reboot, reseat and clean the blue fiber cable. However after doing so, the issue persisted. The user moved to the second ssc to continue with the surgery. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with (B)(6) and obtained the following additional information: the reported issue occurred on (B)(6) 2022. The operating room team contacted ab medica tse for troubleshooting support. The reporter indicated that the system was checked when powered on and that the reported issue was present at the beginning. It was clarified that the surgeon was never successfully able to see through the high resolution stereo viewer (hrsv) and go into 'following mode'. As a result, the surgeon moved to the second surgeon side console to complete the procedure. Due to its privacy policy, the hospital did not provide patient demographics nor any relevant tests and patient history.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the high resolution stereo view (hrsv) monitor associated with this complaint and completed investigations. Failure analysis was able to replicate/confirm the reported compliant of a video signal missing on surgeon side console left eye. When the monitor was installed and tested on the pca test system, the system started up but failed with white video and black vertical lines. The hrsv monitor was sent to original equipment manufacturer for repair due to the console left eye video issue.

Event description:
Refer to h10/h11 for follow-up information.